Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had hardware failure and required maintenance. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer failure occurred because the cubie drawer bus module and drawer controller boards were faulty. The field service engineer replaced the bus module and drawer controller boards, reseated all row board cable connections, and verified all cubie trays and pockets. After completing the repair, a functionality test was performed using the hardware test application, and all pockets and drawers were recovered successfully. The system functioned as intended after the field service engineer repaired the device.